Manufacturer narrative:
The expiratory valve tube is incorrectly mounted, which is described in the operating manual chapter 7-10.

Event description:
The expiratory tube has popped out of the seating port. According to the hosp has occurred either when the ventilator was rolled across the elevator threshold, or when the pt coughed while connected to the ventilator.